Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type multiple therapy product product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wr9200 recharger ((B)(6)) revealed the device experienced a known firmware anomaly where the manufacturing settings are erased if the device is removed from dock too quickly during the initial bootup. The clearing of the shipping mode via a write to flash memory must not have a loss of power during this time. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implant and the issue began for a while or a couple months ago. Pt stated for a couple months they had 6 bars for a few weeks then lately it was 4 bars and now there were no bars at all. Pt stated the last time they successfully charged their implant was last friday and they charged every friday. During the call pt attempted to charge their implant and they noted that there were no bars. Pt described the lightning bolt, speaker, how much it was charged, things you turn, and the battery (ps understood this as the charging screen). Pt denied visible damages on the recharger antenna. The issue was not resolved. Patient services (pss) emailed representatives transitioning from insr to wireless recharger kit process. No symptoms were reported. A replacement wireless recharger set was sent out. Additional information was received from the patient. A wireless recharger that was sent to the rep won't power up. He had it on the dock for over an hour before taking it off the dock. Battery indicator light wasn't on either when recharger was on the dock. It was confirmed the dock has power and he supposedly had the recharge on the dock appropriately. A replacement wireless recharger was sent out. Rep called and reviewed different tones on the wireless recharger. Additional information was received from the patient (pt). They reported that the cause of the charging issue was that the charger wasn't working anymore. The steps taken to resolve the issue was that pt received a new charger. Pt reported the issue has been resolved and the device is working great.